Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement was observed on the right atrial lead. The physician believed the dislodgement was due to a previous unrelated heart surgery. The lead was repositioned on (B)(6) 2021. The patient was stable.